Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was received with 16 cm of the insertion tube sheath missing, and the insertion tube mesh was exposed. There were no damaged or frayed wires noted on the insertion tube mesh. There was evidence of chemical damage on the light guide tube connector. Additionally, there was discoloration noted on the suction port, bending section cover glue, and control body. These findings appear to be the result of heavy chemical damage. An olympus endoscope service specialist (ess) visited the user facility to assess the facility's reprocessing practices and to provide reprocessing training if necessary. The device has been serviced and returned to the customer. This report is being submitted as an MDR in abundance of caution.

Event description:
The user facility reported, during a therapeutic cholecystectomy with exploration of the bile duct, multiple pieces of the insertion tube sheath came off of the endoscope and fell inside the patient. The physician was able to retrieve all of the pieces from the patient with the use of a laparoscope. The procedure was completed with a different device. There was no patient injury reported, however, there was unclear information provided as to whether the patient's stay in the facility was extended.